Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. Line a of the device was programmed to delivery 1 liter of normal saline at a rate of 999ml/hr, with a vtbi (volume to be infused) of 1050ml, and the delivery was started. It was reported that near the end of the delivery, the nurse noted that there was air in the tubing distal tot he device with no pump alarm. The customer indicated that the air had reached the patient's catheter. The delivery was stopped. The nurse disconnected the tubing set from the patient's catheter. At this time, the nurse attached a syringe to the patient's catheter and withdrew 1ml of air from the patient's 1.9ml phoresis catheter. The pump was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.